Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No blank display during testing. No damage found on the lcd isolation tape noted. The device had scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 33 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.